Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for a physical evaluation. During the disinfection of the sample a leak was found in the connection between the clear connector and the patient connector from the cycler set. The sample was visually inspected and an insecure connection between the connectors was found. The connection was not tight. That connection is performed by the customer and could be attributed to user error. The connection was reconnected until tight and no leaks were found. In addition, damage was found to the clear connector from the mts connector. However an underwater test was performed with a pressure of 20psi and no leaks was found. During the evaluation of the actual sample, the reported issue was confirmed. However, this could be attributed to user error since an insecure connection was found.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe pin of the patient liberty cycler set. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. Fluid did not come in contact with the cycler. The patient was advised to re-setup treatment with new supplies. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete peritoneal dialysis treatment by resetting-up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was reported to be available for return for physical evaluation by the manufacturer.